Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set disconnected/separated during patient infusion. The patient was intubated and had an external jugular (ej) line. The nurse finished turning and bathing the patient and checked the line before leaving the room with no issues. Twenty-five minutes later the electrocardiogram (EKG) technician went into the room and observed a pool of blood by the patient's head. The nurse noticed the tubing was disconnected and it was said that the tubing separated from within the set. It was unknown how much blood loss occurred; however, no medical intervention was reported. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.